Event description:
The surgeon had performed a successful makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio) on (B)(6) 2014. The patient developed an apparent superficial wound infection, and the surgeon performed an incision and drainage (I and d) procedure. The surgeon decided to remove the implants and place antibiotic beads during the I and d procedure. All components were removed except for the acetabular shell, which the surgeon could not remove using available equipment. The patient was brought into the operating room the following day, and the surgeon removed the acetabular shell using explant tools. Antibiotic cement and an antibiotic spacer were placed in the joint.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated at mako surgical. The evaluation is ongoing, and a supplemental report will be filed at the conclusion of the evaluation if required.